Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had ordered a new insulin pump. Customer's blood glucose level was 525 mg/dl. Customer stated that the pump was going crazy. Customer stated that it is not recording bolus numbers and not working on basal rates either. Customer feels that the pump is not delivering because their a1c is high. Customer has been having high blood glucose levels. It was determined that it was not an issue with boluses not occurring since they are in the history, but the issue was due to the high blood glucose levels. Customer stated that their health care provider connected the pump to a machine that records insulin amounts delivered and determined that it was under-delivering customer stated that this has been going on for 3 months. Troubleshooting would normally be performed, but customer wants to get a new pump sent overnight. Customer was advised to monitor and call back if the issue continues. Customer will return the pump. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).